Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated the hemoglobin (hgb) control results, run on the cell-dyn 3200 analyzer, shifts higher than expected when the temperature changes in the lab. Customer stated that the temperature in the lab was 87 degrees and the hgb controls were acceptable. Then the following morning the temperature in the lab was 72 degrees and the hgb shifted high. There was no impact to pt management reported.